Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met the specification prior to shipment. Based on the lot history review the used product complied with all mfg specifications leading to final device release. No mfg anomalies or deviations, which may have caused or contributed to the event reported, have been identified. Images were returned and evaluated. Twisting of the stent is visible in the mid section. However detailed measurements could not be performed due to missing adequate scaling info. The returned delivery system was in good condition and no conspicuity could be found indicating that the stent twisted during stent deployment. Root cause: could not be related to interactions of various use-related and anatomical factors. A definite root cause for the issue reported could not be identified. The current instructions for use (IFU) states: warnings/ potential complications: "initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position. Final stent deployment is achieved by using the deployment lever. While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end."

Event description:
It was reported that after deployment of a vascular stent, the stent appeared to be collapsed in the center. No further treatment was required. No pt injury was reported.